Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received five inappropriate shocks. Review of the episode noted oversensing and changes in the amplitude morphology contributing to the delivery of inappropriate therapy. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.